Event description:
A caller reported an alarm 2, indicating recurring occlusion events with their insulin pump, not related to an earlier occurrence on that day. There was no evidence of blood glucose levels exceeding 500 mg/dl (27.7 mmol/l), and it was noted that glucose levels remained stable during these occlusions, with only minor frustration being reported. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin therapy. Despite these measures, technical support requested follow-up for further assistance, as this was a replacement pump already received due to previous occlusion issues. The customer agreed to trial a different infusion set and to follow recommended changes to reduce future alarms, including changing the cartridge every three days.